Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited high capture threshold and low pacing impedance. While repositioning, the helix was found to be stretched. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited high capture threshold and low pacing impedance. While repositioning, the helix was found to be stretched. The device was not used, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
Correction for b1 and b5.